Event description:
The physician reported that two of his pts that underwent a colonscopy had sustained traumatic marks on the colonic wall. Both of the pts complained of abdominal pain and rectal bleeding after the procedure. According to the physician, the first pt had a diagnostic colonoscopy; the pt's pain and bleeding had subsided overtime without being seen by the doctor. The second pt had a polypectomy. The physician examined the second pt one-day after the procedure for the same complaint. The physician reported that some traumatic marks were noted on the colonic wall. The physician stated that the marks were noted on the colonic wall. The physician stated that the marks appear like colitis, although, he also mentioned that he has not seen such one before. The physician stated that both of the pts were doing fine and have not heard any problems since then.

Manufacturer narrative:
The device in question was not returned to olympus for investigation; however, an olympus microbiologist has contacted the user facility to obtain additional information on the reprocessing practices at this site. The colonscope is scheduled to be returned to olympus for evaluation. A field service engineer is also scheduled to visit the site to do an in-service. This report is being filed as an MDR is an excess of caution.